Event description:
Dexcom g6. It consistently doesn¿t work. It consistently says network error or sensor errors when I first start it. Patients depend on this to make treatment decisions as far as how much insulin to take but it consistently have problems with dexcom g6 working. Their g5 worked great but they have problems with their g6. This continuous glucose monitor consistently doesn¿t work. It mostly fails when it¿s warming up or at the very end of the sensors scheduled time to work when it says ¿sensor error¿. This is a consistent problem which I¿ve reported to the dexcom company but they refuse to fix the problem.